Event description:
It was reported that shortly after implant, the lead exhibited t-wave oversensing (twos). The lead sensitivity was reprogrammed, and the twos was gone. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was further reported that the patient received inappropriate therapy due to twos. Reprogramming was performed and the lead remains in use. No further patient complications have been reported as a result of this event.